Event description:
It was reported via phone call that the insulin pump alarmed no delivery during the bolus procedure. The customer stated that they cahnged the infusion set the previous night, but they're still receiving the alarm. The blood glucose reading was 302 mg/dl. The customer will call back when they have more time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.